Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak coming from the hydropneumatic unit in the synchron cx5 delta clinical system. The customer was unable to identify the source of the leak but said it appeared to be waste. No injury or operator exposure was reported for this event.

Manufacturer narrative:
No service was performed by a bec field service engineer (fse). The customer reported to customer technical support (cts) that they no longer observed leaking from the instrument. Cts cancelled service request. (B)(4).